Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 21 days post trans-carotid tavr procedure with a 23mm sapien 3 valve, the valve presented increased gradient. The valve was explanted, and a surgical valve was implanted.

Manufacturer narrative:
Investigation is still ongoing.